Event description:
Additional information reported the patient had a ¿bad surgery¿ and experienced ¿blood leaking¿ in (B)(6) 2013. Then, in (B)(6) 2014, the patient indicated they experienced a ¿scare¿ and ¿injury infect.¿ the patient¿s implantable neurostimulator (ins) was reportedly reimplanted ¿with a sharper pin or screw¿ and the ins cut the patient internally until it was ¿out of the skin¿ and ¿internal bleeding.¿ it was stated it had infected the patient¿s implant site at that time. The patient¿s ins site was then disinfected and the ins was relocated in (B)(6) 2014. Finally, in (B)(6) 2014, the patient¿s ins was explanted. It was additionally reported that ¿positioning difficulty¿ had been experienced with the patient¿s ins and that the ins had undergone ¿normal battery depletion¿ at the time of report. The patient indicated they had ¿recovered with sequela¿ following the explant of the ins.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v606250, product type lead; product ID 3387s-40, lot # v606250, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Please note the manufacturer information receipt date captured for the supplemental MDR that was filed on 2015-feb-27 has been updated in this report.

Event description:
Additional information indicated a physician had previously "re-implanted" the patient's ins in (B)(6) 2013 and that their current physician also did it in (B)(6) 2014 and "wanted to do it again in (B)(6) 2014." The patient's current physician allegedly "had the ins in a sterilization bag and he was waiting 30 days to reimplant" the device following a (B)(6) 2014 explant. The patient noted that "because this was going to be the fifth surgery for the same device" that they sought out a second opinion. A second physician told the patient "that he only works with new devices." The patient's ins was later returned to the manufacturer for analysis - please see the previously reported ins analysis result.

Event description:
It was reported the patient developed an infection ¿right away, three days after implant in (B)(6) 2013.¿ the patient reportedly had the device replaced at that time. There was no further information available pertaining to the event at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).